Event description:
The customer reported that when an image was transferred from the right screen to the left screen, a different image would show up after the transfer. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. Ge svc rep trained the techs on the proper method to save images by waiting until the save indicator had disappeared. The sys was tested and found to be working as intended and put back into svc.